Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate therapy for an atrial driven tachycardia. Four burst of anti-tachycardia pacing (atp) and 6 shocks were delivered, which exhausted therapy. Six years later, the device was explanted during a non related procedure due to normal battery depletion. No additional adverse patient effects were reported.